Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6949 lead, implanted (B)(6) 2006, dtba1d1 crt-d, implanted (B)(6) 2014.

Event description:
The patient reported hearing an alert tone. The following physician confirmed that the alert was due to low left ventricular (lv) lead impedance. The pacing vector was reprogrammed, impedance values normalized and they have remained stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.